Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Nurse reported to bd that a patient reacted to a statlock. Additional information received march 2, 2023: nurse has reported that patient's skin where statlock affixes is very broken down and is querying an infection. Advice line asked the nurse if the patient does have any cavilon available, which advice line advised to use prior to adjusting position of the statlock where possible. The PICC line (situated in right arm) has also migrated 0.5cms, patient does only have saline/magnesium infused via the PICC line so have advised nurse to assess the PICC line flushes and report any further findings to the team. Advice was also given for the patient to contact their gp for an assessment of the affected area. Currently it is being enquired with the team if there are any alternative statlocks that the patient could be issued as this initially may have been a skin reaction to the glue. In the meantime advice line have advised cavilon be used prior to applying any statlock/dressings and for the statlock positional adjustments, where possible.